Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 8697602) was used for an endovascular embolization procedure. During the procedure, the user reported deployment difficulty - inaccurate placement and inability to recapture the enterprise2 stent. The event was reported as such, ¿microcatheter migration & impeded. It was reported that during the procedure, the microcatheter was in place and the physician started to release the stent. But the microcatheter migrated backwards automatically, which led to the stent¿s inaccurate positioning. The physician retracted the stent to reposition the stent, but the stent was impeded in the microcatheter and could not be retracted. (The stent was not beyond the recapture limit point). The physician had to release the stent and then delivered and released a second new stent at the target site to complete the surgery. The microcatheter was not replaced. The patient is in a stable condition now.¿ additional information was received on 26-sep-2024. Summary: per the information, the microcatheter used was a prowler select plus 150/5cm (606s255x/ 31295076). The device was discarded and is not available for further analysis. The target site being treated was a left ophthalmic artery aneurysm. An adequate flush was maintained through the devices. The event did not result in a procedural delay. Relevant anatomical and aneurysm characteristics were unobtainable. Patient demographics and medical history were also unobtainable. It is unknown if there was an attempt to pull the stent into the microcatheter or if the infusion catheter advanced over the deployed stent.

Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Deployment difficulty - inaccurate placement and inability to recapture the stent back into the delivery system, are known potential complications associated with the enterprise2 vascular reconstruction device. If the stent is not properly aligned and the operator cannot recapture it in order to realign it, the stent may be placed inaccurately. This could result in the stent not covering the neck of the aneurysm, prolapsing into the aneurysm, or the need for additional procedure. If the stent was inaccurately placed, it may lead to damage of healthy intima, possibly side branch occlusion and/or the need for additional intervention. In this case, the physician was required to implant a second new stent at the target site to fully cover the lesion and preclude patient harm. Based on this additional surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.